Manufacturer narrative:
The insulin pump alarmed prime during the prime test due to faulty force sensor. The insulin pump was received with bleeding lcd, cracked reservoir tube lip, cracked battery tube threads, cracked case on the display window corner, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Insulin squirted out during manual prime. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.